Event description:
During service testing, the baxter repair technician reported an infusion pump with a failure code 570 found in the event history. No reports of any patient incident involving this pump